Event description:
The valve was implanted in ventriculo-peritoneal at 30mmh2o. One month after the implantation, the pt was on hypodrainage. The doctor has noted an obstruction of the shunt with a contrast medium. The valve was explanted. The doctor requests to check the valve.

Manufacturer narrative:
The incident has been reported to MFR on 04/23/2008. Results of analysis will be developed in a follow-up report.